Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: aneurysm was catheterized with a sa 10 microcatheter and synchro wire. During catheterization, 2mm of the synchro wire tip was observed to pass beyond the aneurysm outline, superiorly and to the lateral aspect of the aneurysm dome, (i.e. Appeared to perforate the aneurysm wall.) A subsequent angiogram showed an appearance consistent with extravasations of contrast medium inferiorly and medially to the aneurysm site. It was thought this could be a perforation related injury, so a coil (matrix standard 2d sr, 9x30) was immediately deployed into the aneurysm. Due to the aneurysm neck morphology, this coil was not considered stable, and so was not detached until a stent (neuroform2, 4.0 x 20 mm) had been deployed into the aneurysm via a second catheter. Some difficulty was experienced in deploying a stent at the site, and one stent (neuroform2 3.5 x 20mm) was accidentally deployed in the external carotid artery upon attempted removal of the undeployed stent. This was left in situ. The patient's vital signs remained stable throughout the procedure.

Manufacturer narrative:
Subject device was not returned and subsequently bsc cannot conclusively determine the cause of the user's experience. The complaint indicated that during an aneurysm catheterization procedure, the synchro wire tip was observed to pass beyond the aneurysm outline. The synchro wire is designed with a nitinol distal tip that is micro-machined so that the distal tip is flexible. Flexibility of tip was part of the design requirments for the synchro guidewire as required per the FDA guidance requirements given for guidewires january 1995. The synchro guidewires were compared to some of the leading competitor guidewire tips and found to be more flexible than those tested against it. The distal tip of the guidewire is radiopaque for visibility under fluoroscopy. The dfu warns the user to verify tip movement under fluoroscopy before advancing or withdrawing the wire to prevent the possibility of vessel perforation and to not torque the wire without observing corresponding movement of the distal guidewire tip; otherwise, damage such as vessel trauma may occur. The dfu also warns the user that buckling and prolapsing the wire can lead to vessel perforation. K023700 and k002907.